Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader was reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported she did not receive replacement adc freestyle libre 2 reader and she had a medical event. The replacement reader was provided as the customer initially reported receiving an error-9 message. The customer called back to report that the replacement device was not received and as a result, she experienced symptoms described as ¿unable to talk¿ and vomiting and was unable to self-treat. An ambulance was called and the customer was transported to hospital where she was treated with insulin (dose unknown) and saline via IV for diagnosis of diabetic ketoacidosis. No further information was provided. There was no report of death or permanent injury associated with this event.